Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. Determination made that the device will be scrapped. Additionally, the device failed a test step concerning the software version. No unapproved software was observed. The device's system board needs to be replaced to address the issue. Also, the device's primary audible alarm failed but the secondary alarm passed. The device's front panel board needs to be replaced to address the issue. These issues are not related to the reported malfunction/issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.